Manufacturer narrative:
Based on the information provided by the complainant, no instrument fault(s) was identified by the complainant, which may have caused or contributed to the circumstances involved in this complaint. The root cause of the sub-optimal tissue processing from the eight (8) hour protocol was the use of a protocol of inappropriate duration for the size of the tissue samples being processed. Specifically, the complainant advised that a user had selected an eight (8) hour protocol rather than a two (2) or four (4) hour protocol in error, which resulted in the tissue samples in (B)(4) cassettes being over-processed. Section 8.2.1 of the leica peloris/peloris ll tissue processor user manual tabulates the recommended protocol duration for maximum tissue dimensions and different specimen types. (B)(4).

Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue in (B)(4) cassettes comprising small biopsy samples of colon, cervix and other tissue types. The complainant described the affected samples as "over processed"; and advised that the issue was most likely caused by a use error because the small biopsies had run overnight using an eight (8) hour protocol rather than a two (2) or four (4) hour protocol, by an unsupervised user (pathologist). On (B)(6) 2015, the leica field support specialist (fss) provided telephone support to the laboratory in association to this complaint. The fss offered to provide training, which was declined by the laboratory. On (B)(6) 2015, leica biosystems received information that tissue samples impacted by the circumstances involved in this complaint were diagnosable following re-processing.